Event description:
Reference number (B)(4) event occurred in the united states. On (B)(6) 2024, it was reported that the patient had high blood glucose levels which was 913 mg/dl, therefore patient was admitted to hospital and length of hospitalization was greater than 24 hours. The patient also reported that reason for hospitalization was ketones and patient had extremity pain/cramps at the time of hospitalization. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.